Manufacturer narrative:
Additional information was received from the initial reporter on 17-jun-2019. The additional information was added to event. The date of event was also added.

Event description:
The customer reports that they found a very fine, short, and white fibers on instruments and in the patient's eyes postoperative. Additional information received from the initial reporter on 17-jun-2019, stated that the fibers from the gauze were sticking to the instruments. All of the fibers were removed from the patient's eyes but it is not known how they were removed. There was no residual harm to the patient. The issue occurred during cataract surgery.

Manufacturer narrative:
Additional information has been requested but at this time no additional details have been provided. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that they found a very fine, short, and white fibers on instruments and in the patient's eyes postoperative.